Event description:
It was reported that a nurse was injured while trying to use the drive function of the bed. There was patient involvement and adverse consequences were reported.

Manufacturer narrative:
Zoom wheel down.